Event description:
It was reported that shortly after implant the implantable cardiac monitor had perforated the incision site and was exposed. The device was removed and antibiotics prescribed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).